Manufacturer narrative:
The insulin pump was received with bleeding and cracked liquid crystal display glass. No further testing could be performed due to damaged liquid crystal display. The insulin pump had minor scratches on liquid crystal display window, cracked reservoir tube lip and scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had a cracked screen. His blood glucose level was 163 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.